Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported her daughter wore a tampon three hours and upon removal the pledget fell apart leaving pieces inside her vaginal cavity. She was unsure if pledget pieces remained after manual removal. They consulted her husband who is an ER physician and he did not recommend any medical treatment. Consumer did not experience any adverse health effects.